Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After replacement of demand detector as a preventative measure re-shaped front panel and replaced the tall pillars, installed MRI battery, sintered filter, and o-rings for the pm the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that a smiths medical ventilator was not stopping, cycling intermittently. No patient involvement.